Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)

Event description:
(B) (6)same case as MDR ID#: 2134265-2010-01678.it was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed tachysystole. Two target lesions were treated at the index procedure. The first was located in the mid left anterior descending coronary artery and was treated with placement of a 3.0x12mm taxus express2 stent. The second was located in the proximal left circumflex artery (lcx) and was treated with placement of a 3.0x20mm taxus express2 stent. At 261 days post index procedure, the patient developed tachysystole. Subsequently, the antiplatelet medication was changed from pletaal to plavix and the event was reported to be resolved 72 days later. At 49 days after resolution, the patient had a routine follow up visit and no anginal symptoms were reported. It is the opinion of the physician that the event was possibly related to the antiplatelet medication.